Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. The cause of peritonitis was unknown. The day after event onset the patient was hospitalized for peritonitis. The patient was treated with unknown antibiotics for peritonitis. At the time of this report, the patient was recovered from the events. Pd therapy was ongoing. No additional information is available.